Event description:
On (B)(6) 2025 to report another 1 mitomycin syringe with black plastic flecks in the solution (code 302113, batch 4200166). Customer reported they have now had 2 known mmc syringes including black plastic flecks in the solution (refer to (B)(4) for earlier complaint). Customer reported this latest event was identified that day, product is unopened and unused. Customer reported that since the product was delivered on 12 sep 2025, it has been stored in the freezer. This was identified at the centre, prior to use. Customer forwarded a video; however, it is only audio. Status of the actual sample / photographs have been requested for investigation. Baxter compounding services product: mitomycin eo (omegapharm) 0.4mg in balanced salt solution syringe.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.